Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The investigation revealed no malfunction in the system and the system performed as expected. The customer did not see glucose values due to empty battery, glucose value out of range or no sensor detected alert. The system performed as expected and no injuries were reported. No further investigation is required.

Event description:
On (B)(6) 2019, senseonics was made aware of an adverse event where a patient using eversense cgm system experienced a hypoglycemia event and reported that the eversense cgm system did not provide an alert for low glucose.